Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patiet presented in clinic for follow up after receiving an alert for low, high voltage lead impedance. Patient monitoring will continue at this time.